Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2009, this patient underwent a staged endovascular procedure to treat distal aortic arch and descending thoracic aortic aneurysms. In the first stage, the patient was implanted with two gore® tag® thoracic endoprostheses (tgt4015/06370026, tgt3720/06370019) to treat the descending thoracic aortic aneurysm. The patient tolerated the procedure. On (B)(6) 2009, in a follow-up study, aneurysm diameter was 60 mm. No endoleaks were revealed. On (B)(6) 2009, in the second stage, the patient was implanted with a non-gore endoprosthesis to treat the distal aortic arch aneurysm. A left common carotid-left subclavian artery bypass procedure was also performed to maintain blood flow to the branch vessels of the aortic arch. Aneurysm diameter was 60 mm and the patient tolerated the procedure. In five follow-up studies performed, endoleaks could not be identified. Aneurysm diameter was 61 mm. On (B)(6) 2013, in four-year follow-up study, aneurysm diameter had enlarged to 67 mm. Endoleaks could not be identified. The aneurysm enlargement was monitored, however, no additional information has been provided to gore.